Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional tests were performed. The sample received consists of one (1) cassette product from part number 21-7302-24. The sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample received don't present any damaged, kink, cut. Sample was received without blue clip and with red cap assembled. The pump tube height of the sample received was 0.0808 inch, out of specification, however due to the sample was received in used conditions it is possible that the pump tube height was modified during the use. The sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated. The reported event was not confirmed. The root cause was undetermined.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable alarm was noted. It was also reported that the patient had to be away from hydromorphone infusion for three hours, until a new cassette was compounded, delivered, connected, and therapy resumed. It was noted that the patient will have to go on emergency until new pumps and cassettes can be delivered. No further adverse effects were reported.